Manufacturer narrative:
Evaluation summary: the probable cause for the difficulty in engaging the locking mechanism is likely a misalignment of the locking ring in the shell. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify an evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.

Event description:
It is reported that the device was being implanted in 2007. Upon impaction of the liner, the locking mechanism did not loosen. The liner was checked and could not be removed.